Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6). Olympus (B)(6) checked the subject device and found that the reported phenomenon was duplicated and it was resolved after dust removal. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china, omsc considered that the reported phenomenon was attributed to the temporary failure due to the adhesion of the foreign material.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for a diagnostic procedure, it was found that the front panel of the subject device blinked. The user replaced the subject device with another device and completed the intended procedure. The subject device was used with a video system center (otv-s7pro). There was no report of patient injury associated with the event.